Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance. In addition, noise was also noted on this lead. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).